Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08559. It was reported that the guide wire coating peeled and remains inside the patient. A v-14 controlwire was selected for use during an intraluminal angioplasty procedure in the lower limbs. Once the v-14 controlwire passed the stenosis, a part of the hydrophilic cover fell apart and remains inside the patient's artery. The physician then advanced a second v-14 controlwire but experienced the same problem. The physician was able to successfully remove the all parts of the second guide wire from the patient. A different unspecified guide wire was then advanced and worked perfectly. Balloon angioplasty was performed and the procedure was completed. No patient complications were reported and the patient's current condition is stable.